Manufacturer narrative:
Concomitant product(s): a 6721s-50 lead; implanted: (B)(6)2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert triggered for sensing integrity count and high rate non-sustained episodes. It as also reported the lead displayed non-physiologic noise which was consistent with lead failure. Re-programming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the lead displayed ventricular over-sensing and was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.